Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: no medical records provided for review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot and for the sterile lot. Conclusions: the source of the infection could not be determined as operative reports, additional implant sheets, hospital records, microbiology records, pathology reports, clinical notes, and pre-op and post-op ex-rays from the index and revision procedures were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Hip revision. Stryker implants were extracted. Patient had an infection.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6051-0830a; secur-fit ha 132 hip stem #8; lot code: 30305408. Cat. No.: 542-11-54f; trident psl ha cluster 54mm; lot code: 29392002. Cat. No.: 06-3600; c-taper cocr lfit head 36mm/0; lot code: 26414701. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Hip revision. Stryker implants were extracted. Patient had an infection.